Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, while putting the instruments together in spd the processing tech noticed that the grooves on the t15 driver seemed to be slightly stripped. Upon inspection, part of the star drive was bent, and it wouldn¿t retain a screw when picked up. A new driver was ordered pre op and replaced it in the small frag. There was no patient and procedure involvement. Concomitant device reported: unknown: screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device sddrive(tm) screwdriver t15. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that the tip of the sddrive(tm) screwdriver t15 was stripped. No other product defect was identified. A dimensional inspection was performed, for the sddrive(tm) screwdriver t15 and met specifications. A functional test was unable to be performed, due to the required mating screw was not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed, as the observed condition of the sddrive(tm) screwdriver t15 would contribute to the complained device issue. There is no indication, that a design or manufacturing issue has caused the complaint condition. And hence, the root cause cannot be determined. Based on the investigation findings. It has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues. Dimensional inspection: within specification. H4: device history: part# 314.115, synthes lot#: 7620250, supplier lot# n/a, release to warehouse date: 14 mar2014, manufactured by: synthes jennersville. No ncrs were generated, during production. Review of the device history record(s) showed, that there were no issues, during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.